Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage on the keypad traces. The following cosmetic damage was also noted: cracked case at the display window corners, minor scratches on the lcd window, and a missing end cap sticker.

Event description:
It was reported that there was a crack on the display of the customer's insulin pump. The patient's blood glucose at the time of incident is unknown. The caller was unaware of how the crack occurred. The insulin pump was returned for analysis and a replacement device was shipped to the customer.